Manufacturer narrative:
Concomitant medical products: evaluation, results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿80% stenosis, (deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis, inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a lesion in the lad with 80% stenosis but the stent could not cross. The physician removed the device and noted that the stent was deformed. Another stent was used to treat the patient. Patient is ok.no clinical sequelae were reported. Evaluation summary: the distal tip was flared and damaged indicating that it may have been stubbed during advancement. A number of struts on the 5th proximal segment were raised and pulled distally over the 6th segment. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).